Manufacturer narrative:
The 510 (k) #k090024 covers initial release of tgs uka system including all instrumentation, femoral implants, and all-poly tibial implants. # k101206 covers the replacement of the all-poly tibial implants with tibial baseplate implants and tibial insert implants. Femoral: lot # 1004013; catalog # 100280; mfg date: 12/2010; exp. Date: 12/2012. Tibial baseplate: lot # 1009037-a; catalog # 100296; mfg date: 02/2011; exp. Date: 02/2013; tibial insert: lot # 1103033-a; catalog # 100322; mfg date 06/2011; exp. Date 06/2013. Product was not returned for evaluation. There was no evidence suggesting any product/system failure, and the need for corrective action is not indicated.

Event description:
During a phone conversation with the surgeon on (B)(6) 2014, the manufacturer was informed that a patient with a tgs uka implant had been seen for persistent pain and the implant was converted to a total knee arthroplasty (tka). Upon conversation with the surgeon about the case, it was found that the femoral implant was loose due to the patient's osteoporotic bone.